Event description:
It was reported that the bushing could not be assembled with the baseplate in tka. The surgeon used spare product instead of it and the procedure was completed without any problems.

Manufacturer narrative:
An event regarding inability to mate involving a 3/8" tibial guide bushing was reported. The event was not confirmed. Dimensional inspection confirmed the device was within specification. Functional inspection confirmed the device was functionally acceptable. Patient factors did not contribute to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the reported event could not be reproduced. The device was dimensionally and functionally acceptable.

Event description:
It was reported that the bushing could not be assembled with the baseplate in tka. The surgeon used spare product instead of it and the procedure was completed without any problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.